Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones. Upon interrogation it was identified that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As of today the device remains in service with no scheduled replacement procedure. No adverse patient effects were reported.